Event description:
It was reported by the patient that the left ventricular lead is causing hiccups. The physician told the patient the lead is positioned close to a nerve and reprogramming has been done three times, but the patient states the hiccups continue positionally. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).